Manufacturer narrative:
(B)(4) .

Event description:
It was reported that during a follow-up the left ventricular lead exhibited high thresholds in all configurations. The device was reprogrammed. The patient's condition was good and no further actions would be taken.